Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device is not working due to a collapsed bulb. The patient reported that their device suddenly stopped working. The bulb collapsed when pumped, was unable to inflate and they were unable to get an erection. No other adverse patient effects were reported.